Manufacturer narrative:
The device was not returned for analysis. The marker band was reported to have been left within the patient and the catheter was discarded at the site. Since no device was returned for analysis, the event could not be confirmed and the cause could not be determined. The lot history record showed no quality issues that would have contributed to the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the mechanical thrombectomy procedure, the microcatheter's marker separated from the tip and was left within the patient. The microcatheter and a competitor guidewire were delivered to the treating location. The mechanical thrombectomy device was deployed and clot material was successfully retrieved. Upon review of the angiographic image, a metallic object was identified in the distal segment of the posterior communicating artery (pca). Under fluoroscopic image, the object was reported to have traveled further distally. Due to the size and shape of the metal object, the physician suspected this item to be the microcatheter's marker. A new microcatheter was used for second mechanical thrombectomy retrieval. Post intervention, the patient was reported as doing well and asymptomatic. The patient was currently only being monitored and was last known to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.